Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a routine order of an unspecified medication was programmed via interoperability to infuse at 20ml/hr for a total volume of 100ml. Saline was also infusing at a rate of 100ml/hr and fentanyl was infusing at a rate of 15ml/hr. It was alleged that the rate of the medication was correct however the volume infused that was sent to epic was incorrect. There was patient involvement, but no harm. Although requested, additional information was not provided.

Event description:
It was reported a routine order of an unspecified medication was programmed via interoperability to infuse at 20ml/hr for a total volume of 100ml. Saline was also infusing at a rate of 100ml/hr and fentanyl was infusing at a rate of 15ml/hr. It was alleged that the rate of the medication was correct however the volume infused that was sent to epic was incorrect. There was patient involvement, but no harm. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an incorrect volume to be infused could not be confirmed through a review of the logs. ¿ external inspection found the membrane frame with yellow discoloration. Handle of latch assembly and sear were found to be third-party parts. Internal inspection observed internal pins of the male iui melted and a third-party part rear case. ¿ laboratory testing of the returned pump module showed the device passing all alaris system maintenance tasks. ¿ the primary administration set was tested, showing folds and a leak in the pumping segment. ¿ the review of the event logs began with a channel select keypress at 3:53 am on (B)(6) 2025, in the suspect pump module an infusion with rate of 8ml/h and vtbi of 16ml (expected to infuse 2 hours) was programmed. Consecutively at 4:25 am, a remote IV was received in the concomitant pump module sn (B)(6) with drug amount of 100 mg, diluent volume of 100 ml and vtbi of 100ml. ¿ between 4:26 am to 5:47 am an infusion with vtbi of 90ml and rate of 8 ml/h was programmed on the suspect pump module with an estimated duration of 11 hours and 15 minutes. At the same time in the concomitant pump module sn (B)(6), an infusion was programmed with a rate of 15ml/h and a vtbi of 10ml. In the concomitant pump module sn (B)(6), an IV remote was received with a rate of 22.39 ml/h and a vtbi of 100ml. ¿ at 7:24 am an infusion with vtbi of 100ml and rate of 100ml/h was programmed in the concomitant pump module sn (B)(6) and ran as expected. At 7:35 am a remote IV was received in the suspect pump module with vtbi of 100 ml and rate of 8ml/h. ¿ between 8:32 am to 8:54 am the suspect pump module and three (3) concomitants pump modules were turned off. ¿ per bd alaris system user manual (v12.3), interoperability is designed to help automate existing manual workflows with regard to programming infusions on the pump and syringe modules. Interoperability refers to the ability of the system pump module and syringe module to: ¿ receive infusion order parameters from a third-party system for pre-population. This may be referred to as an automated programming request. ¿ publish infusion status messages for consumption by third-party systems. ¿ facilities have been informed by the third-party parts notice, dated (B)(6) 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. ¿ bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: testing was unable to confirm or identify the root cause of the reported incorrect volume to be infused. A log review did not reveal any record of a programming rate of 20ml/h on the reported event day for the suspect pump module. Note that this report lists imdrf annex a1006, a040502, a040506, a1801, g02017, g04070, c0601, c070606, d01, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.